Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaints of dizziness, fatigue and weird sensations. The right atrial (ra) lead and the right ventricular (rv) lead were reported to both exhibit intermittent noise and intermittent oversensing. The leads were both explanted and replaced. Upon removal it was noted that abrasion was noted on the outer insulation of both leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.